Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink device leaked during an infusion of heparin. The leak was observed at the second port that is located below the IV pump. The septum of the second port was bulging when the dualcap was removed. Unable to determine how long heparin drip was not running at appropriate rate. The tubing was changed within 24 hours before the event and once problem was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and clear passage testing were performed with no issues noted. A functional flow test was performed, and the device operated per specification. The reported condition was not verified. The device was found to operate per specification during all performed testing. Should additional relevant information become available, a supplemental report will be submitted.